Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient's spouse called the child because the patient was mumbling and not very responsive. The child called an ambulance at 1032 and gave the patient carbohydrates. The ambulance came at 1042 and the bg was 56 mg/dl while the egv was 125 mg/dl. Emt gave glucose IV. After 20 minutes the bg was 110 mg/dl and the child was not able to check the egv at that time. Emt left at 1109. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.